Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the scope failed the water dunk test due to a leak found at the seam of the distal end from excessive scratches could have attribute to the blurred image. Moisture from the leak could have penetrated the objective lenses causing the lenses to fail the fog test, but clears up when the lenses have heated up. This is attributed to physical damage. Other findings include: a deep scratch in the bending section cover; distal end body has scratches with an uneven seal around them; bending section cover glue has a crack; video connector master has excessive scratches on the unique device indicator (UDI). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image on the deflectable videoscope was blurred. The device was returned for evaluation. During the device evaluation, the invasion of moisture into the objective lens was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the cloudy image on the master and slave sides of the objective lens could be determined, however, the issue was likely the result of an ingress of water from a leak at the tip. Regarding the cause of water leakage from the tip, it is believed that the adhesive and fixing part may have peeled off due to irregular loads being applied during handling by the user, making it impossible to maintain water tightness. The event can be detected/prevented by following the instructions for use which state: ltf-190-10-3d operation manual chapter 3 preparation and inspection 3.6 inspection of the endoscopic system_ inspection of the endoscopic image ltf-190-10-3d operation manual _important information ¿ please read before use= dangers, warnings, and cautions :do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Ltf-190-10-3d reprocessing manual chapter 1 general policy 1.4 warnings and precautions :perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.